Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "rupture". Later through the discharge summary was reported "hypoplasia, asymmetry of the mammary glands" and "pain". This record is for the right side. The device was explanted. Patient was prescribed amoxiclav 625 mg, 1 tab., 2 times a day for 3 days and ketorol, 1 capsule, in the event of pain.